Event description:
Pt reported suspicion of incorrect insulin delivery by the infusion device. Pt reported hyperglycemia up around 38 mmol/l (684 mg/dl) in the hospital lab. No details of treatment received were provided. Pt reported being in the ICU for 10 days. Pt stated she fainted, passed out and was thirsty. Pt reported her blood glucose level was 'hi' on her blood glucose meter. Pt's normal blood glucose level was not provided. Pt has recovered and is currently on the infusion device. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.